Manufacturer narrative:
Unit received with operating currents within specification. Unit passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed the delivery accuracy test. No unexpected no delivery alarms noted. Unit received with the no delivery alarm functioning properly. Unit was unable to download due to multiple displayable history crc check failed alarms in history screen. The displayable history crc check failed alarms were due to corrupted history file. Unit received with cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer was hospitalized on an unknown date due to diabetes ketoacidosis with high blood glucose 500 mg/dl and also had no delivery alarms. Customer stated that, she has been having this issue and it is not resolved. Assisted customer in performing a 5.0 unit fixed prime and the insulin was exited. Customer stated that, she does not feel comfortable using the pump and wants the pump replaced, advised the pump is registered under a different patients account and will have to email solutions. The insulin pump will be returned for analysis.